Event description:
Information received from the field does not address the patient's clinical status but notes that stored egms revealed atrial oversensing. The device will be checked again at the patient's next scheduled follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received